Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 87.6 months. On 03/25/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis. Per the operative report of (B) (6) 2010, the aortic valve prosthesis was "severely calcified and stenotic."